Manufacturer narrative:
One device was received for analysis of complaint of latching alarm. No service records found in the last 12 months. Review of event log found "cassette not attached properly" alarm. Visual and functional testing was performed. Alarm occurred during occlusion test. Probable cause was defective downstream occlusion (dso) sensor. Replaced the dso sensor and seal to fix the issue. Device passed testing post repair.

Event description:
It was reported that the pump experienced a latching alarm. The event occurred during testing. Found the downstream occlusion sensor was defective. Investigation found the downstream occlusion sensor was defective. This could cause interruption of therapy. The file is reportable based off the investigation findings.